Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. Through visual inspection, the product is observed to be connected to a chemotherapy connector, however no damage or defect can be observed. A device history review was performed for suspected lot 2004260, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verifications. Ten retained samples of lot 2004260 were used for additional evaluation. The product was visually inspected, no defects or damage was noted and testing verified the product met required specification. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked during use. The following information was provided by the initial reporter: during the injection (especially at the end of administration), the oncology department reported a leak of doxorubicin at the tip. Our urcc service reports a similar event, this time with a leak of 5fu, the preparation was thrown away and refabricated. There was no known contact with the chemotherapy products, other than contact with the nurse's gloves. The consequence for both patients was a loss of administered chemotherapy dose, which cannot be assessed, but according to the nurses, for both patients the compresses (surrounding the syringe, to compensate for the leak) were well soaked with doxorubicin. There was no medical intervention for these two events ((B)(6)).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd plastipak¿ 50 ml luer-lok syringe leaked during use. The following information was provided by the initial reporter: during the injection (especially at the end of administration), the oncology department reported a leak of doxorubicin at the tip. Our urcc service reports a similar event, this time with a leak of 5 fu, the preparation was thrown away and refabricated. There was no known contact with the chemotherapy products, other than contact with the nurse's gloves. The consequence for both patients was a loss of administered chemotherapy dose, which cannot be assessed, but according to the nurses, for both patients the compresses (surrounding the syringe, to compensate for the leak) were well soaked with doxorubicin. There was no medical intervention for these two events (july 16 and 17).